Event description:
It was reported that device alarmed cassette not attached during testing. No patient was involved and no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available model #, serial #, expiration date, catalog #, lot #, other #, UDI #, operator of device, initial reporter also sent report to FDA and if ind/preanda, give protocol # are unknown. No information has been provided to date.